Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that failure to cool the phaco tip during cataract surgery. The burn occurred in the corneal tunnel and cornea. The operation was interrupted due to a failure to visualize the ocular structures. The surgery was interrupted and patient was shifted to another facility and completed the surgery on the next day. The current patent symptoms was not resolved. This report pertains to phacoemulsification tip involved in this reported event.

Manufacturer narrative:
One opened broken phaco tip with a wrench, in a bag was received. Sample was visually inspected and found to be conforming, no occlusion was observed in the bevel end and the back hole. Phacoemulsification tip was broken in two pieces at the cone to cannula transition area. The bevel end of the cannula was bent in a v shape and was cracked open at the bend area. Occlusion flow check was not able to be performed due to the phaco tip being broken in two pieces. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with the phaco tip broken in two pieces; therefore, an occlusion flow check was not able to be confirmed; however, how and when the phaco tip was broken could not be determined. Most likely root cause is handling during placement of the phaco tip onto the handpiece. No specific action with regard to this complaint was taken because the root cause of the reported issues cannot be determined from this evaluation. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the cracked phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.